Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although physical sample was not returned for evaluation, one electronic video was provided for review. The video shows an implanted drainage catheter from which a clinician is noted to be drawing out the drainage fluid using a syringe. Gas is noted to be present within the syringe during suction process. Therefore, the investigation is confirmed for the reported air / gas in device issue. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided ascites percutaneous drainage catheter placement, the air was allegedly leaked. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided ascites drainage catheter placement, the air was allegedly leaked. Reportedly, the catheter was removed and replaced. There was no reported patient injury.